Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Any medical treatment provided? If yes, please provide medicine name, strength and dose. Was any surgical intervention performed specially re-suturing? Explain. Was dehiscence noted? Tissue on which used? What is the procedure name? What is the event day and procedure date? *hat is the current condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was not absorbed resulting in suture abscesses. Additional information was requested.

Manufacturer narrative:
(B)(4). Patient code: 2199. A manufacturing record evaluation was performed for the finished device lj2255, and no non-conformances were identified. Additional information was requested and the following was obtained: any medical treatment provided? If yes, please provide medicine name, strength and dose. >> no, just removed the suture. Was any surgical intervention performed specially re-suturing? Explain. >> no, just removed the suture. What is the current condition of the patient? >> patient is fine now. No product is available for return the following information was requested but unavailable: was dehiscence noted? Tissue on which used? What is the procedure name? What is the event day and procedure date? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.